Event description:
It was reported to medtronic minimed that the customer experienced possible over delivery anomaly, damage (physical or cosmetic). The customer reported hypoglycemia, unknown how customer was treated. Customer reported the following led up to the event: large cracks on the pump, pump gave inaccurate insulin delivery which caused the customer to get lows. The event involved product(s) mmt-332a, mmt-1780kpk, mmt-244a. Troubleshooting was not performed. Customer reported pump was dropped/bumped and/or pump has possible physical or cosmetic damage. The pump gave inaccurate insulin delivery which caused customer to get lows. No further patient complications were reported. It¿s unknown whether the customer will continue using the insulin pump. No product return is required for mmt-332a. No product return is required for mmt-1780kpk. No product return is required for mmt-244a.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information has been received which was not included in the initial report. The information has been provided in section b5 with this report. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Customer reported having a large crack on the pump and alleged that pump was giving inaccurate insulin delivery that was causing customer to get lows. No treatment was mentioned for the low. No symptoms of low were reported. Customer did not say that pump was dropped or bumped. Troubleshooting was not done as helpline could not reach customer. Customer alleged pump was used at the time of the low. It was unknown if auto mode was used. Pump is not returning for analysis.